Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a compromised force sensor system on a recurring basis. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to faulty force sensor. The insulin pump had missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.